Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased amplitude measurements from 1.4 to 24 millivolts and r-wave measurements were 9.5 millivolts. The pacing impedance measurements have remained stable around 710 ohms. It was noted that the patient had surgery to remove a lung which was around the time the measurements increased. A technical services (ts) consultant was contacted regarding this issue and indicated that based on the changes in amplitude and type of surgery the patient underwent, it may be possible that the lead was knocked out of position and may be picking up r-waves. Ts recommended performing an x-ray to determine if the lead had dislodged and stated it would be expected for the impedance measurements to be relatively the same. Ts also suggested trying programming to pace and sense in the atrium and inhibit pacing (aai) to see if there is good capture in the atrium. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.